Manufacturer narrative:
This submission package was originally submitted on (B)(6) 2016 using the test site because I was unaware of the production site. It will be repackaged and send through the production site on (B)(4) 2016.

Event description:
Drive medical received a notice from the end user regarding an incident which involves the steerable knee walker that drive medical imports and distributes. The end user was using the knee walker in her kitchen and began to turn to her left when she flipped over the handle bars. She fell and hit her face. The knee walker landed on her, and she broke her jaw. The device was returned and evaluated. No problem was found in the device. This report is based on information provided by the end user and a provider.